Event description:
Discordant advia chemistry 2400 glucose results were obtained on multiple patient samples. The laboratory repeated the samples on the same system and corrected reports were sent out. There are no known reports of adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the advia chemistry 2400 instrument and instrument data. After analysis of the instrument the fse adjusted mixer 1 and 2 and replaced seals for reagent probe 1, reagent probe 2, reagent wash probe 1 and reagent wash probe 2. The instrument is performing within specifications. No further evaluation of the device is needed.